Event description:
Additional information indicated that the lead was tested and was ok and was not explanted. The patient did not perform any activities that could have caused damage to the system.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that there was ¿loss of contact¿ on four of the eight electrodes on the lead, which resulted in a loss of therapeutic effect. The implantable neurostimulator (ins) was implanted in (B)(6) 2012 and ¿adjusted¿ in (B)(6) 2013. Following the loss of effect, surgery was performed on (B)(6) 2014 to verify the connection at the battery and at the lead/extension site. During surgery, it was impossible to unscrew the connector at the battery. The screw was obstructed, and the cable could not be removed. It was also reported that extension damage was detected when capping the lead. Following surgery, no clinical consequences were observed, but it was noted that the surgery took longer than expected. The battery and extension were replaced. The patient outcome was not reported. Additional follow up is being performed to retrieve this information.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, serial# unknown, product type: accessory; product ID 3550-29, serial# unknown, product type: accessory; product ID 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Analysis of the implantable neurostimulator (ins) model 37702 sn: (B)(4) found no anomalies. Analysis of extension model 37081-60 sn: (B)(4) found that the #0 connector sleeve had been crushed by the #0 setscrew. The setscrew impression was too proximal, indicating that the extension was not completely inserted into the connector port of the ins. Corrosion was found on the #4 connector sleeve of the extension. Pitting and corrosion were also noted on the #2 and #3 connectors. Analysis of the plug model 3550-29 sn: unknown found that the connector of the plug was severely crushed by the #8 setscrew, which made it difficult to remove the plug from the ins. The plug had also been stretched.